Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had called the ems multiple times due to low blood glucose. Customer's blood glucose was 30 mg/dl. Customer had contacted his healthcare professionals regarding multiple low blood glucose incidents. Doctor had changed his basal rates. Customer declined troubleshooting. Customer will not be returning the device for analysis.